Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four days post implant the right atrial (ra) lead had dislodged. The ra lead was revised to another position in the atrium and remains in use. No patient complications have been reported as a result of this event.